Event description:
It was reported to philips that the system would not turn on. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not power on. A review of the system logfile confirmed the power issue with the system. Upon functional testing, the fse found that the main power supply unit was broken and needed replacement. The cause of the pdu (power distribution unit) failure could not be conclusively determined by the supplier's part analysis however, the fse replaced the pdu (power distribution unit) to resolve the reported issue. After replacement of the pdu, the fse found that the iw also did not start up properly, and the rotational shooting function was not possible, so the fse reinstalled the software. After replacement and installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.